Event description:
Boston scientific crm received information that this right ventricular (rv) lead dislodged, resulting in non-capture. Twiddling of the leads was suspected. In a revision procedure, the lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.